Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer mentioned that they had low blood glucose levels and they had stomach cancer. The customer treated their blood glucose with their juice. The customer was assisted with troubleshooting and the display did not return. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.